Event description:
Concern: provider concerned post-procedure regarding the nickel content of bme staples. He has reported his concerns to the company and had to remove the staples from 5 of 10 other patients because of a reaction. He believes it's not an infection disease concern but more a product quality concerns with the content of nickel going from a light gray in color to a dark gray in color. Op note: we utilized the 18 mm x 18 mm bme speed staple. We drilled the 2 holes 1 into the head of the first metatarsal and 1 into the base of the proximal phalanx dorsally and placed the 18 x 18 x 18 mm. Stable and to the holes. We tamped the staple into place. Remove the k wire. We utilized the drill to drill 2 more holes for an 18 x 15 x 15 mm speed staple on the medial aspect of the surgical site. We placed the speed staple into the holes. It was noted that the toe was in rectus position vasc arm and 2 views. Attention was now directed to the right second toe. Complications: none findings: arthritic bone disposition: aroused from sedation and taken to the recovery room in a stable condition; condition: doing well without problems. Reference report: mw5165373, mw5165374, mw5165375, mw5165376 and mw5165377.